Event description:
It was reported that the tulip of a xia serrato polyaxial screw disengaged intra-operatively. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.